Event description:
During a ptca treatment procedure, the maverick2 monorail balloon leaked at 10 atms on the third inflation. (The number of atms reached on the initial three inflations is unknown.) A kissing balloon technique was done with the maverick2 balloon in the lad and a worldpass in the circumflex coronary artery. The lesion being treated was a mildy calcified, 90% stenotic lesion. It is noted that the device had been resterilized, but the procedure was successfully completed with this device. No pt injuries or complications were reported. Pt status is reported as 'good'. Additional info has been requested regartding this event.